Manufacturer narrative:
No samples were returned for evaluation. Manufacturing review of the proxicor for cardiac tissue repair device history record could not be performed as the lot/serial number is unknown. It is noted that per the instructions for use (IFU-20553-100115) provided with the finished proxicor for cardiac tissue repair device, under "indications for use," that the device is designed for use as "an intracardiac patch or pledget for tissue repair (i.e. Atrial septal defect, ventricular septal defect and suture-line buttressing)." Included in the "warnings and precautions" section is the instruction that the device "is not indicated for the construction or replacement of total valves or conduits." Use as a valve extension is not indicated so the use described in this publication would be considered off-label. The "warnings and precautions" section also states that the device must be sutured to viable native tissue, indicating that all edges of the sutured proxicor patch be attached to viable tissue. This would exclude leaving a "free-edge" to simulate the commissural closure of the valve cusps. Further, it is also noted that, per the IFU, "undesired remodeling (e.g. Poor tissue integration, excessive scar tissue formation, adhesions or rapid degradation of the proxicor)" is listed as a potential complication associated with the use of this device. In this study, during the reinterventional surgery, the free end of the leaflets were found to be stiff, shortened, and thickened and the retraction of the leaflets led to lack of coaptation and ultimately severe regurgitation. Use of this product for aortic cusp extension valvuloplasty was an off-label usage. The lack of attachment to viable tissue surrounding the entire patch interfered with the ability of the patch to remodel and function as valve leaflets for an extended period. The free edge did not have the benefit of the communication with the patients' native tissue, allowing it to act as a scaffold for remodeling. Instead, the patches were suspended in an area of high blood flow, subjected to significant arterial pressure, and constantly in motion. The likelihood of recurrent aortic regurgitation with the failure of the valve leaflets was very high.

Event description:
As part of the post market surveillance process, this single center retrospective clinical study published in the journal of cardiac surgery entitled "pediatric aortic valve repair: any development in the material for cusp extension valvuloplasty?" Was reviewed. This article summarizes the results of a chart review of pediatric patients undergoing aortic cusp extension valvuloplasty for moderate to severe aortic regurgitation with either autologous pericardium or cormatrix (now aziyo) between april 2009 and july 2016. Short and long-term postoperative outcomes were compared between the two groups, which included 30 in the pericardium group and eight in the cormatrix group. Immediately after surgery, none of the cormatrix patients had severe aortic regurgitation; however, 88% of them developed moderate to severe aortic regurgitation at follow-up, requiring surgical intervention in 7 of the 8 patients. Freedom from reoperation at year 5 was significantly lower in the cormatrix group (12.5%) compared to the pericardium group (62.5%). The mean length of time between initial operation and reoperation was 1,390 days (3.8 years). The median age of the cormatrix study participants was 10.25 +/-6.56 years, mean weight 28.35 kg. There were no deaths reported in this study.